Event description:
Information received from the field does not address the patient's clinical status but notes a possible lead fracture. The associated pacer was at rrt and during the surgery to replace the pacer, the atrial lead was tested, found to be functioning normally and reused. About two weeks post implant, the patient again experienced atrial lead problems and the lead was replaced.~~~~~~